Manufacturer narrative:
. If implanted, give date: not applicable, as lens was removed/replaced during the same surgery. If explanted, give date: not applicable, as lens was removed/replaced during the same surgery. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (drn00v) was fully inserted into a patient's left eye but would not center. As a result, the lens was removed during the same procedure, and a non-johnson & johnson 3-piece lens was implanted instead. The patient¿s daily activities were not significantly affected. There was no mention of any medical or surgical interventions such as incision enlargement, sutures, or vitrectomy, nor was there any indication that medical attention was sought or that there was a delay in the procedure. The patient¿s status is unknown. The removed lens was discarded. It was indicated that the direction for use was followed. No further information was provided.